Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site. Surgical intervention may be pending.

Event description:
Follow up information identified the patient has been diagnosed with a (B)(6) infection.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was explanted and a new model ipg was implanted on (B)(6) 2018. Postoperatively, therapy has been resumed.

Event description:
Follow up information identified the patient is a carrier for (B)(6) and does not have an active (B)(6) infection.